Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture inside the battery compartment with a battery compartment crack and intermittent power issues . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: review of the black box data revealed records of ¿power on reset.¿ on examination, the battery compartment was cracked above the bumper pad. The battery cap returned with the pump for investigation had stripped threads and was not able to fit securely on the pump with rebooting of the pump duplicated while in place. A test battery cap was used to complete the investigation. Moisture corrosion was observed in the battery canister and on the returned battery cap. A leak test failed due a battery compartment leak. On investigation, ¿ez-prime¿ steps were performed correctly, the pump alarmed with ¿cs088¿ alarm during the 24hr duration test. The pump¿s cover was removed, revealing further moisture ingress affecting the pcb on the master/slave processors circuits. Investigation confirmed and duplicated the allegation.